Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with rewinding and priming their insulin pump. The customer's blood glucose level at the time of incident was 515mg/dl. The customer's current blood glucose level was 303mg/dl. The customer states they treated their high levels with manual injection. The customer states the alarm was resolved by a complete set change. The customer was advised to call back if alarms return.